Manufacturer narrative:
Device evaluation: the device was returned for analysis. Visual and optical examination revealed approximately 3 mm of the tip was worn, with deformation of the last .5 mm of the tip. Minute pieces were missing.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the tip of the torx shaft is broken about 2mm. Although the instrument was used intraoperatively, no patient complications were reported.